Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, high, out of range pacing impedance was observed on the lv lead. The device was reprogrammed. At this new configuration, loss of capture was observed. The device was again reprogrammed, and normal measurements were observed. The patient was in good condition and will continue to be monitored.